Event description:
Customer reported device = hi and lab = in the 200s mg/dl. Lab = 177 mg/dl and device = 350 mg/dl within 5 minutes. Treatment information was not provided. Controls were used, a request was made for return product and replacement product was sent.